Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018 the patient was implanted with an lfit anatomic v40 femoral head within her right hip and was required to undergo a revision surgery on (B)(6) 2021 due to alleged multiple tumors in her leg.